Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was seated and no issue was observed with the sensor patch. Inspected the sensor plug assembly and no failure was observed. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Extended investigation has been performed on the returned sensor and no issues were observed. Performed internal inspection on the returned sensors pcba, no issues observed no evidence of fire, smoke or electric shock observed. The returned sensor's battery was intact with no damage was observed. The sensor¿s battery produces a voltage that is insufficient to produce an electric shock. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports "a burning sensation with an electric shock" from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained.

Event description:
Customer reports "a burning sensation with an electric shock" from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports "a burning sensation with an electric shock" from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned . Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.